Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a lead insertion difficulty during the implant procedure. Rotating the implantable neurostimulator (ins) while inserting the lead, and inching the lead into the bore with fingertips did not resolve the issue. They tried everything, but did not want to riskdamaging the lead. The set screw would not allow the lead to enter the hub when loosened. The lead would not advance past the set screw. They used a different ins. That one was implanted and successfully connected. No medical symptoms reported. The patient recovered without sequela. The ins that was not used and had an out of box failure was sent back to the manufacturer for analysis. It was noted that the issue occurred on the day of the report.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the connector module had a strain relief that was out of alignment. Difficulty was encountered when attempting to insert a good known lead into the connector port of the ins. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. Result codes have been updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.